Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown, additional information will be provided if available. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During device analysis, the service center indicated that a single component, paste like, thixotropic adhesive (ke-45) was missing on the light guide cover, a cut was observed on the pink rubber, and glue cracking around the pink rubber was found. There was no patient involvement.